Manufacturer narrative:
Device not returned by customer.

Event description:
It was reported that the lid of the aseptic battery housing broke off during sterilization process. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the lid of the aseptic battery housing broke off during sterilization process. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.